Event description:
The hospital reported that during a coronary artery bypass procedure, ten heartstring iii seals failed to load properly. Replacement devices were used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report #s 2242352-2012-00999, 2242352-2013-01185, 2242352-2013-01186, 2282352-2013-01187, 2242352-2013-00189, 2242352-2013-01190, 2242352-2013-01191, 2242352-2013-01192, and 2242352-2013-01193.

Manufacturer narrative:
Lot history record review was completed for the reported product lot number. There were no nonconformances. Investigation results: the delivery device was returned to the factory for evaluation. It showed no clinical signs of usage or evidence of blood. The loading device, tension spring assembly, seal and anchor tab was not returned. The green slide lock and the white plunger were depressed on the delivery device. Based upon the received condition of the device, the reported complaint could not be confirmed. The results of our evaluation and a copy of the IFU were sent to the customer for review. A maquet representative also conducted an in-service at the facility. (B)(4).